Event description:
The customer reported a false positive result with the idnow covid-19 2.0 assay on (B)(6) 2026 with an immediately tested nasopharyngeal sample. Additional testing was performed with an antigen test using a nasopharyngeal sample that presented a negative result. No additional information was reported.

Manufacturer narrative:
D2a - common device name: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4: this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation is ongoing; a supplement report will be sent upon completion.